Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination noted no issues with the hypotube shaft profile. A visual and tactile examination of the distal extrusion identified no damages. A detailed microscopic examination of the balloon material identified a circumferential tear in balloon material at 4mm proximal to the distal markerband. One blade identified approximately 2mm of the distal portion of the proximal blade segment detached and lifted and approximately 2mm of proximal portion of the distal segment detached and the remaining blade lifted. No pad damage detected. The remainder of the blades identified were detached from each other with blade pads intact and were moved from their position due to the large balloon tear. Tip showed no signs of tip damage. Examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16oct2025. It was reported that device failed to cross the lesion. The 98% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon was unable to cross the lesion. The procedure was completed using an alternate device. There were no patient complications. However, device analysis revealed that a circumferential tear in balloon material at 4 mm proximal to the distal markerband was noted. Also, one blade identified approximately 2 mm of the distal portion of the proximal blade segment detached and lifted and approximately 2 mm of proximal portion of the distal segment detached and the remaining blade lifted.